Event description:
Additional information received indicated patient's drg lead was explanted and replaced.

Manufacturer narrative:
Patient and device code has been changed from (B)(4). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a drg lead is slated to be revised at a later date for an unknown reason.